Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly revised due to dislocation subluxation. Age at primary:(B)(6), side: r, primary asa: p2-mild disease not incapacitating , revision njr index no:(B)(4), sex: f, primary bmi: 0.